Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 225mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer mentioned that the drive support cap was protruded and sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, severely cracked case at the display window corners, cracked reservoir tube, and missing end cap sticker.